Event description:
Patient reported the insulin delivery of the infusion device was too low. On (B)(6) 2010 at 10:00 p.m., blood glucose was 100 mg/dl. On (B)(6) 2010 at 7:30 a.m., blood glucose was 306 mg/dl. Patient ate and delivered insulin through the infusion device. At 9:30 a.m., blood glucose was 500 mg/dl. Patient delivered additional insulin through the infusion device and changed the insulin cartridge and infusion set. At 12:00 p.m., blood glucose was 444 mg/dl. Patient ate and delivered insulin through an insulin pen. At 2:30 p.m., blood glucose was 208 mg/dl. Patient ate and delivered insulin through infusion device. At 5:00 p.m., blood glucose was 247 mg/dl. Patient delivered insulin through an insulin pen. Insulin cartridge is changed every 2-3 days and infusion tubing every 7 days. Correct type of battery was used in infusion device and battery setting was programmed correctly. Patient tested positive for ketones. Infusion device was not exposed to water or electromagnetic fields. Patient believed she had a cold and infection at time of report but had not started new medications. Patient did not lose consciousness. Target blood glucose is 70-120 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.